Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Logan had fsod calibration failure on msiii infusion pump channel a. Pump sn (B)(4) failure device type: failure problem type: failure mode: case resolution: logan was aware the product was end of life. I recommended logan to replace drive module assy. But part is no longer available. Logan may have to retire the unit.